Event description:
It was reported that pump displayed malfunction alarm code 9 on the day of the call, and customer also described several similar malfunction alarms over the prior year that appeared to be associated with past drops of pump, although exact dates and alarms could not be confirmed. There was no adverse impact to the customer¿s blood glucose level. Customer had previously resolved similar issues by resetting pump, and during this event technical support provided pump reset instructions, assisted customer with successfully resetting pump, confirmed that malfunction did not recur, advised that pump use could continue, and instructed customer to call back if any further malfunction alarms occurred.